Event description:
It was reported the pt began experiencing withdrawal symptoms in 2008. The pt was experiencing vomiting and diarrhea. Three days later the pt was admitted to the hospital due to the suspected withdrawal. The pt's pump was interrogated. A motor stall had occurred on the previous month with a recover message on 7/30/2008 (see MFR report # 3004209178200805296). A dye study and rotor study were performed on eight days after the original date. The rotor study indicated the rotor clearly moved 60 degrees. The health care provider was unable to withdraw from the catheter and no dye was able to be pushed. The pump was found to be flipped. The pt manually flipped the pump back over. The drug used in the pump is preservative free morphine 25 mg/ml at a dose of 6.49 mg/day. The physician plans to revise the pocket in the future and may replace the pump at that time. In the meantime, the plan was to set the critical alarm to 10 minutes in case the pump stalls again. Add'l info has been requested.